Manufacturer narrative:
Patient information was requested, but no response received.

Event description:
The customer reported that the ventilator alarmed with cbit power speaker failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Emdr sent in error as product not sold or marketed in us. Not reportable to FDA.